Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The cuff was removed and a 4.5cm cuff was used to replace the old device. The cuff was placed more distal on urethra. There were no patient complications.